Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 09/08/2016 reportedly stating that oversensing occurred in 3 events, all with noise on all three channels an all within 2 minutes of each other on (B)(6). The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).